Event description:
Caller reported alarm 2 followed by alarm 26, indicating multiple intermittent occlusion alarms. The customer's blood glucose level was reported as ¿high.¿ to address the high blood glucose level, the customer administered a correction bolus via the pump, changed the infusion set and cartridge, and subsequently resumed insulin therapy. There was no assistance required from a third party.